Event description:
The 36mm amplatzer septal occluder (aso) embolized into the right ventricle and was percutaneously snared. The patient was referred to surgery.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm and three holes were observed in each of the three polyester patches. The source of the damage could not be determined, however a review of manufacturing records indicates the device successfully passed a series of inspections with no defects found. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no additional defects were observed. The device was loaded and deployed from a test 12f loader without any deformities. The cause of the embolization remains unknown.